Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
A patient reports while activating a pod the needle mechanism had failed to deploy. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing. Timeouts and a drive stall was observed. The pod arrived in pod state 15 delivering a total of 55 pulses, 45 of which are during first prime. The pod was reset, connected to an unused pdm and programmed a 5u bolus successfully. The pod did not replicate the data abnormalities. No damages or manufacturing defects were observed. The cause of the high pulse width and drive stall could not be determined.